Event description:
It was reported that during an open left atrial appendage closure, massive bleeding occurred from the closed site when the on-pump was released. The device was used on the blood vessels. The bleeding amount was unknown, but blood transfusion was performed. Compression suture was performed to hemostasis. The cartridge color was green. Another device was used to complete the case. One device will be returning. No further information is available.

Manufacturer narrative:
(B)(4). Batch #827a50. Additional information: the hemostasis was completed soon after the bleeding was confirmed. Now, the tube was removed, and the patient is stable. However, the reoperation was performed with the chest opened, so there should be a burden on patient. The bleeding amount and the amount of the blood transfusion detail was not confirmed. The amount of the blood transfusion was 8 unit. (In japan, a 200-ml blood donation-derived product is referred to as one unit.) It is because massive bleeding occurred from left atrial appendage. The received cartridge was checked and it was found that one side of the staple was not deployed, and it was not stapled on the target tissue. The operation was with the on-pump, so no bleeding was found when the target tissue was cut. There was no unexpected sound, but it was very stiff to load the cartridge. The bleeding amount is currently checking. The patient is stable. The bleeding was stopped by suture hemostasis. Additional information requested and the following was received: what is meant by ¿the device was used on the blood vessels¿? The device was used on left atrial appendage. Was the device used on the atrial appendage or another structure? The device was used on left atrial appendage. Does the surgeon always use a green cartridge to close the laa? Yes. What was the estimated blood loss? No further information of blood loss will be available. The amount of transfusion was 8 unit. Could you please provide a timeline of events? When the on-pump was released after closure of the left atrial appendage, massive bleeding occurred from the closure of the left atrial appendage. Thoracotomy was performed again, and hemostasis was achieved with compression sutures. What is the product code of cartridge used? The cartridge code is unknown, but the color is green. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with an installed battery and in an articulated position and no apparent damage with a gst45g reload present. Also, package materials for one pcee45a (x9556e) and one gst45g (435a80) were returned along with the device. Additionally, the reload was received with cartridge pan deformation on the proximal end, the right side was fully fired, and the left side was partially fired 1/4. However, scattered drivers partially up along the staple on this side and some staple pockets with residual staples. Upon evaluation of the reload, the reload deck, and one-piece sled were broken with some of the broken pieces missing, and some drivers were noted to be damaged and three drivers missing. Further analysis showed slight nicks on the knife edge. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that improper handling could dislodge the pan. Please reference the instruction for use for more information. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.